Manufacturer narrative:
On 05-apr-2016, a field service engineer (fse) was dispatched on site and replaced the needle, aligned the needle to the center of the tubes, ran warmup, ran quality controls (qc) and a rack of patient samples, which were all within range. The g8 was functioning as intended. No further action required by field service. The most probable cause of the reported event was a plugged needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer called to report a large syringe error on their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.